Manufacturer narrative:
(B)(4) - refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.

Event description:
The customer reported that the side-firing fiber was noticed to have commenced forward firing at 55,157 joules during a prostate procedure. The laser system had been used for both prostate vaporization and coagulation. The procedure was completed with another fiber. The patient outcome was reported as "fine." The procedure had been initiated with a different fiber, which was also reported (reference MFR report number 2937094-2012-00357).